Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Stringy deposits material whose origin could not be identified and removed were partially clogging the hose nozzle. It was not possible to identify from when the foreign material had been in the nozzle. The charge-coupled device cover lens was cracked. The plastic distal end cover had a dent. The bending section cover glue was separated. The insertion tube was scratched and had "snakiness". The connecting tube had a scratch. The control unit scope body was damaged. The control unit scope cover was cracked. The angulation wire was broken, angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the flow on the evis exera iii colonovideoscope was present but had issues. No patient harm reported. No additional information was available. During the evaluation of the device, it was noted the nozzle was clogged and the foreign material could not be removed due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged and the foreign material could not be removed due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, olympus could not identify foreign material and specify the cause of the material caught in the nozzle. The legal manufacture considered that the material was not removed even though the user reprocessed the device properly in accordance with instructions for use (IFU). The following is included in the IFU: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles." "Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged.¿ olympus will continue to monitor field performance for this device.